Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture for a dental implant that was phased out years ago.

Event description:
Implant fracture for a dental implant that was phased out years ago.